Manufacturer narrative:
This follow-up report is being filed to correct information. Upon reassessment of the reported event, it was determined to not be reportable. This malfunction has not been previously reported in same or similar devices.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that rust was found on a new instrument prior to use.